Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, on the second cartridge fired on the antrum of the stomach, the jaws of the device locked on the tissue, the reload was fired and upon starting to retrieve the knife the handle did not work. A loud noise was heard and then they managed to open the cartridge. No component of the device broke off. Constant pressure was applied on the stapler handle and after multiple attempts the doctor managed to retrieve the knife and open the jaws. They replaced the stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.